Event description:
On (B)(6) 2025, a patient underwent stent placement using the e-luminexx biliary stent. During the procedure, the stent failed to release, and the deployment device broke, leaving a fragment inside the patient. However, the current patient status unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. D2b (fge; nio). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent stent placement using the e-luminexx biliary stent. During the procedure, the stent failed to release, and the deployment device broke, leaving a fragment inside the patient. However, the current patient status unknown.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation and the distal part of the catheter including the sheath marker was broken, detached and missing which leads to confirmed results for break and detachment. The sample was returned with grip shells of the handle completely separated possibly relating to difficult deployment as reported by the customer. There were no indications of manufacturing deficiencies. In this case, it was reported that a 7f introducer was used for access, the tracking vessel was neither tortuous nor calcified and the lesion was pre-dilated. The reported use of this device in a venous anastomosis/axillary vein junction represents an off-label use which is a potential cause for this kind of issue. The sample was returned with grip shells of the handle completely separated possibly relating to difficult deployment as reported by the customer. Based on the available information and evaluation of the returned sample, the investigation is closed with confirmed results for break and detachment. The investigation is also confirmed for difficult deployment. A definite root cause of the reported incident can not be identified. The reported use of this device in a venous anastomosis/axillary vein junction represents an off-label use labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 6f introducer sheath. Insert a 0.035 inch (0.89 mm) guidewire (...)". With regards to general directions, the IFU states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". The instructions for use states "the bard e-luminexx biliary stent is indicated for the treatment of biliary strictures resulting from malignant neoplasms" and "the bard e-luminexx vascular stent is indicated for the treatment of illiac occlusive disease in patients with symptomatic vascular disease of the common and/or external iliac arteries up to 126 mm in length with a reference vessel diameter of 5 to 9 mm". D2b (fge; nio), g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.